Event description:
It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. At an unknown date for an emergent follow-up, the patient had a stroke. Follow-up transesophageal (tee) imaging of the closure device was performed. No further details were reported.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown.

Manufacturer narrative:
B5: information added. B3: bsc aware date used as event date, as it is unknown.

Event description:
It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. At an unknown date for an emergent follow-up, the patient had a stroke. Follow-up transesophageal (tee) imaging of the closure device was performed. No further details were reported. It was further reported that in the physician opinion, the closure device being proximal was the sole reason for the patient's stroke. There was no leak or thrombus found at implant nor at follow-up imaging points. The stroke was ischemic in nature. At the time of the stroke, the patient was on eliquis and aspirin medications.